Event description:
Upon interrogation of the subject ICD on (B)(6) 2013, the diagnostic date was not available from the implant memories (lead impedance, sensing...).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Analysis is pending.